Event description:
It was reported that the implant at tooth site #unknown lost integration due to significant bone loss at the implant site and was removed.

Event description:
It was reported that the implant at tooth site #unknown lost integration due to significant bone loss at the implant site and was removed.